Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available device identification and PMA/510k are unknown. No product information has been provided to date.

Event description:
It was reported that the pump exhibited a continuous high pressure alarm during use. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The device had no physical damage and all labels were still intact. As a result of checking the device history log, it was confirmed that there was a record of the high pressure alarm that occurred continuously after pump power on between december 4 and 6, 2022. During functional testing, the reported issue could not be duplicated. The downstream sensor was within specification. Preventatively, the downstream sensor was replaced and the upstream sensor was recalibrated. The product is beyond 3 years from manufacture date of 2019-11 and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified a similar event in june of 2022. However, the customer issue was not duplicated that time either.